Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the error by reviewing the error log. The fse attempted to adjust the cup transfer with dispense lane because it was not consistently stopping at the home position as it should. The issue was intermittent and would work for a period of time after an alignment was performed. The fse replaced the dispense lane and driver board. The resolution was verified by running a sorter test and controls without issues. No further action required by field service. The aia-900 analyzer is functioning as expected. A complaint history review and service history review for similar complaints was performed for serial number (B)(6) from install date july 16, 2025 through aware date august 25, 2025. There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12: flags and error messages states the following: [2161] c.transfer cup pickup failure cause: the cup sensor s063 failed to detect the cup after the cup was grasped. Action: please contact the tosoh local representatives. Check s063, the cup pickup position, and the cup pickup operation. The most probable cause of the reported event was due to an alignment issue with the dispense lane and driver board.

Event description:
A customer reported "2161 c. Transfer cup pickup failure" error on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (hcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6) which confirmed that there were no nonconformance, failure, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
The test cup lane assembly (aka dispense lane) was returned to the tosoh instrument service center (isc) for investigation. A visual inspection was performed with no damage observed. Functional testing was performed by using a digital multi-meter to test for continuity. The test failed, indicating an open circuit within the assembly. The drive board was not returned to isc; therefore, no further investigation could be completed on the drive board. The most probable cause of the reported event was component failure of the test cup lane assembly (dispense lane), due to an open circuit.